Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of stress urinary incontinence and local excision/destruction of vulva and perineum and cystoscopy; due to stress urinary incontinence, excision of vulvar lesion and cystocele. It was reported that the patient underwent transvaginal urethrolysis with excision of vaginal portion of mesh on (B)(6) 2011 for stress urinary incontinence and pain.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent a removal of a mesh on (B)(6) 2011.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, and urinary frequency.